Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery and had hardware low level failure. Customer's blood glucose value was 325 mg/dl at the time of the incident. Customer states the crack was seen near battery. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or absence of alarms were noted during testing. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Both the left and the right belt clip rails broke off. Finally the middle keypad button is cracked.